Event description:
The customer received questionable results for troponin t stat for three patient samples from the cobas e601 analyzer serial number (B)(4). The samples were sent to a sister site for evaluation. All results are in ng/ml. The original result on (B)(6) 2012 was 0.247; the result from the sister site was 0.01. The original result on (B)(6) 2012 was 0.241; the result from the sister site was 0.01. The original result on (B)(6) 2012 was 0.229; the result from the sister site was 0.01. The original results were reported outside of the laboratory. The results from the sister site were deemed to be the correct results. The patient was not adversely affected by the event. The troponin t stat lot number was 16765901 with an expiration date of 04/30/2013. The field service representative was unable to reproduce the issue. He did performance testing on both measuring cells and all results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.